Event description:
An aneurx bifurcated stent graft of unk size and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. The aortic neck was reported to be very tortuous. The pt has a history of renal stenosis, coronary artery disease, and obesity, and was reported to be a poor candidate for open surgical repair. Vessel morphology is unk. It was reported that, as the aortic cuff was being placed, the aneurysm was performed; therefore, the decision was made to convert the pt to open surgical repair. The device was explanted, the pt was reported to be alive.